Manufacturer narrative:
The returned implantable neurostimulator (ins) passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling. The same coupling was observed on a known good ins. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good activa rc ins, indicating that this ins is working correctly with a recharger. The recharge block format section in the trace report indicated at check-in that there was a maximum of 2 bars of coupling for 4 of the last 6 recharge sessions. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during the implant procedure, the implantable neurostimulator (ins) could be detected by the programmer, but sometimes they could not get a response. The hcp thought the communication between the programmer and the ins was poor. The ins was replaced and the event was considered resolved. There was no known impact or consequence to the patient. No further complications were reported/anticipated.